Event description:
Complainant alleged that during testing of device a y2k upgrade, the device would not allow the user to select the energy setting. The complainant indicated that there was no pt involvement in the reported failure.